Manufacturer narrative:
(B)(4). Stopper defective / damaged. Two photos were provided to our quality team for investigation. Both photos show close-up views of a fully assembled loose syringe. A distorted stopper is clearly visible between the plunger rod and around the numbers 2 and 3 on the barrel. The condition observed is non-conforming per product specification. The potential root cause for the distorted stopper defect is associated with the assembly process. These conditions are occurring below their expected frequency. Therefore, no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 3152777. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #:309628. Batch#:3152777. It was reported that the bd luer-lok stopper was defective / damaged. The following information was provided by the initial reporter: it was reported by customer that the eylea 8mg vial kit which was categorized with the defect component issue ci ¿ stopped separated from syringe plunger and after the medication was drawn into the syringe, the rubber on the plunger end of the syringe broke and medication spilled from the plunger end of the syringe. Verbatim: rcc received a complaint via email. ¿after the medication was drawn into the syringe, the rubber on the plunger end of the syringe broke and medication spilled from the plunger end of the syringe.¿ catalog #: 309628. Lot #: 3152777. On (B)(6)2025, regeneron was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ stopped separated from syringe plunger on (B)(6)2024, the reporter, who is the hcp, stated, ¿after the medication was drawn into the syringe, the rubber on the plunger end of the syringe broke and medication spilled from the plunger end of the syringe.¿